Manufacturer narrative:
An event of device malposition and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the patient did not have any baseline conduction abnormalities, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 8.53mm from the non-coronary cusp (deeper than the optimal 3mm). Additionally, it was noted that the physician believes the procedure caused the heart block. Based on available information, the reported event appears to be related to the implant procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm navitor valve was successfully implanted in a patient. It was noted post-procedure via electrocardiogram, that the patient had developed a left bundle branch block. The patient was consciously sedated for the implant procedure. A pre-implant balloon aortic valvuloplasty was performed using a 20mm non-abbott device. The 25mm navitor valve was re-sheathed once during procedure due to being deployed too high. Pacing of 120-140 beats per minute was performed for valve stabilization. The final non-coronary cusp implant depth was 8.67mm and the final left coronary cusp implant depth was 8.53mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no difficulty experienced implanting the 25mm navitor valve. There was no clinically significant delay in the procedure reported. There was no intervention performed or planned and no prolonged hospital stay for monitoring of rhythm. It's believed that the patient's left bundle branch block is due to the implant procedure. There is no allegation of malfunction against the 25mm navitor valve or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.